Event description:
It was reported by the clinician that the w01801, lot cf9118633, embolectomy balloon catheter was placed into the pt. At which time, the balloon was inflated then deflated. The physician could not get the balloon catheter to retract back into the sheath. As a result, the device was then pulled out of the pt without being fully retracted into the sheath. There were no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.